Manufacturer narrative:
The catheter upon inspection was dislodged. The stent was also bent to a certain degree and the ends of the stent slightly flared. This is not indicative of how atrium packages the product. A review of the data from quality control indicated successful passage of the lot. With no additional procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
The stent was crimped too loose on the balloon, the doctor was not able to implant the stent.